Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose level was 130 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No motor error alarms were noted. The motor was tested outside of the device and it passed. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.